Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was down. The camera bump battery was faulty. The manufacturer representative (rep) thought the site had bumped the camera. However, the rep finally saw the photo and the battery in the camera was faulty. A camera has been ordered under contract. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3, h6: the system was serviced in the field and the camera was replaced. B01, c08, and d02 are applicable. The camera was received by the manufacturer for analysis. The returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to jan 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .553mm with a passing threshold of .250mm. B01, c08, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.